Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issues. Stryker determined that both issues were caused by user error/misuse. The device power cycling was due to the user interrupting an in-process software installation. The missing magnet was due to the tabs on the device's lid being broken off. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device¿s lid magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. Additionally, it was observed that the device unexpectedly power cycled.